Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t9-s2 posterior fusion for spinal stenosis. It was reported that while attempting to remove screw, tip of obturator broke off inside set screw. Surgeon was able to remove fragment from set screw and alternate instrument used to remove set screw. Locking mechanism was missing from driver assembly. Tip of screw driver broke off inside shank of screw driver when attempting to remove from anatomy. Fragment was buried deep in shank of screw and surgeon decided to leave screw implanted. Tulip head was intact and fragment broke flush with saddle of screw and surgeon was able to get rod to lock over top of screw pinning the fragment inside the non-cannulated screw. There were no patient symptoms reported. There were no further complications reported regarding the event.